Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR number 1225714-2014-00741.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-00741 and 1225714-2014-00742.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00741 and 1225714-2014-00742.

Event description:
Additional information received noted that the patient experienced a cardiac event that was sudden in nature and expired approximately one month later, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unk date after the use of the product.